Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4). Both reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 2 </noe> malfunction events which was reported as no known device problem. These reports were received from various sources. Patient information was not confirmed for either event.